Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was found broken before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe 20ml with damaged plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was found broken before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe 20ml with damaged plunger."